Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed high and variable atrial lead thresholds and low r waves on the right ventricular (rv) lead as well as undersensing of the r waves during arrhythmia episodes. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.